Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown the time of the incident. After troubleshooting, the customer receiving another unexpected restart alarm after a battery change. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The caller could not recall exactly when the alarms started to occur, but indicated that it was 6 months ago, and was ok with stating that would be a fairly accurate incident date, but caller did not recall what the blood glucose reading was at the time. The protocol to troubleshooting and document the problems with the pump regarding the unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm. No unexpected unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.